Event description:
It was reported that when the nurse capped the syringe, the needle went through the orange cap.

Manufacturer narrative:
No product sample has been returned. The customer provided a photo for investigation. It was found that the complained issue could be duplicated as the needle was bent in the photo. However, the problem source is unknown. No lot number was provided therefore the DHR review could not be conducted.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06301. The report was submitted in error.

Event description:
Additional information was received which included the device lot number.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture, no discrepancies or anomalies relevant to the complaint. Updated device lot number (d4). E4 is unknown, no information provided to date.